Event description:
It was reported that the beam from the micromanipulator is moving after it has been positioned.

Manufacturer narrative:
The device was not returned to boston scientific for analysis. However, the device was serviced at the customer's site. The field service engineer found that the 712 hot mirror was loose. The mirror screws were tightened. The device was then operating properly and is ready for use.